Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review of the reported patient event and was unable to determine if the device use contributed to the patient outcome. This was because of insufficient information available. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. Another device was used and that device gave a "no shock advised" message. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient did not survive.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. Another device was used and that device gave a "no shock advised" message. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient did not survive.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker further evaluated the customer's device and was unable to duplicate the reported issue. The customer received a replacement device and the returned device was scrapped by stryker.